Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 was failed to open. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie pocket b1 in half-height drawer 3.1 failed to recover, and row d appeared greyed out despite being loaded. A field service engineer removed all pockets and trays, and the drawer bottom was vacuumed to clear debris. Contact points for the row board cable, trays, and pockets were cleaned, and the retractor cables were reseated. Despite replacing the row board cable, issues with row d and cubie c5 persisted, and c1 was incorrectly labeled as c250. Ejecting cubies c1 and c5 resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 was failed to open. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.